Event description:
The lens would not unfold when implanted in the patient's eye. The original incision was made too small, so the incision was slightly enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00175 for delivery device used with this intraocular lens.